Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.

Event description:
It was reported during the incoming inspection, a team member found foreign substance. There was no patient involvement. Due diligence is complete, there is no additional information.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported since the debris was within specification and the package was conforming. This medwatch is being voided.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported since the debris was within specification and the package was conforming. This medwatch is being voided.